Event description:
Pt had breast implants inserted 1999. Pt has history of breast ca (2011) and had undergone a l lumpectomy with radiation in 2011. Her r breast implant deflated as noted on MRI of breasts done (B)(6) 2015 (intracapsular rupture). Pt presents to operating room on (B)(6) 2015 for "explantation of leaking r breast implant; insertion of r breast implant (saline); r medial and superior capsulotomy; r lateral capsulorrhaphy".